Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Instrument log review: a review of the instrument log for the tenaculum forceps associated with this event has been performed. Per logs, the instrument was last used on, (B)(6) 2020 on system sl0253. The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer reported complaint does not itself constitute an MDR reportable event, however, the broken pitch cable found during failure analysis could cause, or contribute to an adverse event if the failure mode were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps was found to have a broken cable . The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.